Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that a patient¿s implantable neurostimulator (ins) hadn¿t been working for over a year and therapy was not working as expected. The reporter stated that the patient¿s surgeon wouldn¿t see her and the patient had been to the emergency room numerous times. Additional information has been requested but was not available as of the date of this report.